Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the wire is open intermittently and readings would vary from normal to open. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacuring narrative: other, other text: the returned cable was evaluated. During evaluation the cable passed all visual and functional testing. No intermittent short or open was detected when the cable was manipulated back and forth. The cable was determined to be fully functional., corrected data: d4 model# was updated from 2017 to 2055.

Event description:
The customer reported the wire is open intermittently and readings would vary from normal to open. No patient impact or consequences were reported.